Event description:
It was reported that the end user was allegedly maneuvering the motorized wheelchair through a doorway when he lost control and smashed his left hand between the wheelchair and the door frame. Reportedly, the end user lost control of the wheelchair when the cover came off of the joystick on the controller causing him to lose grip on the controller joystick. Allegedly the injury of end user's left hand, in combination with or in aggravation of his pre-existing medical conditions, caused vascular infarcts in his left hand, which later led to the development of gangrene and resulted in the partial amputation of the fingers and thumb on the left hand.